Event description:
It was reported that the screw was implanted on (B)(6) 2011. On (B)(6) 2011 (approx), when the pt fell down and landed on his hands, the parts of blue site and yellow site were separated. The screw was removed.

Manufacturer narrative:
Investigation in progress, but not yet complete.